Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported delayed wound healing at twelve days post photo refractive keratectomy (prk) of the right eye. The patient complains of blurred vision and the eye is uncomfortable. Reporter indicated a pressure patch was placed on the eye. Upon follow up, the reporter informed the pressure patch was removed, the cornea had re-epithelized, and the wound had closed at fifteen days post procedure. Patient will continue to be monitored.